Manufacturer narrative:
At the time of the index procedure, angiography showed 85% stenosis in the ostial left internal carotid artery. The lesion was described as eccentric, moderately calcified and 15mm in length. The reference vessel was 5mm in diameter and severely tortuous. A 5mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the angioguard was retrieved. The patient left the angiography suite with no neurological deficit and was discharged the following day with stroke scores of 0. Concomitant medications: relafen 15 mg daily. Allopurinol 200mg daily. Metoprolol 12.5mg daily. Hydrochlorothiazide 25mg twice daily. Fish oil daily. Famotidine 10mg twice daily. Preservation 1 tablet daily. Aspirin 81mg daily. Multivitamins daily. Restasis 1 drop daily. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, a patient experienced a gradual onset ischemic stroke with symptoms of right hemiparesis and right hemiataxia approximately four months after the index procedure. Doppler studies performed three weeks prior to the stroke revealed 50 to 69% stenosis in the left internal carotid artery that appeared to be moderate heterogenous plaque. The precise stent was patent, but the exact location of the stenosis within the left internal carotid was not documented. The patient experienced light-headedness, and right hemiparesis, graded 4/5 in both the upper and lower extremities with the lower extremity better than the upper extremity. The left side was normal. The patient was treated by restarting lovenox and plavix and underwent rehabilitation. Most of the symptoms resolved in one to two days. Discoordination continued, but improved with treatment. According to the investigator, the event was not related to cordis products, but was caused by small vessel disease and the discontinuation of plavix.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient experienced a gradual onset ischemic stroke with symptoms of right hemiparesis and right hemiataxia approximately four months after the index procedure. Doppler studies performed three weeks prior to the stroke revealed 50 to 69% stenosis in the left internal carotid artery that appeared to be moderate heterogeneous plaque. The precise stent was patent, but the exact location of the stenosis within the left internal carotid was not documented. The patient experienced light-headedness, and right hemiparesis, graded 4/5 in both the upper and lower extremities with the lower extremity better than the upper extremity. The left side was normal. The patient was treated by restarting lovenox and plavix and underwent rehabilitation. Most of the symptoms resolved in one to two days. Discoordination continued, but improved with treatment. According to the investigator, the event was not related to cordis products, but was caused by small vessel disease and the discontinuation of plavix. At the time of the index procedure, angiography showed 85% stenosis in the ostial left internal carotid artery. The lesion was described as eccentric, moderately calcified and 15mm in length. The reference vessel was 5mm in diameter and severely tortuous. A 5mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the angioguard was retrieved. The patient left the angiography suite with no neurological deficit and was discharged the following day with stroke scores of 0. The patient's medical history includes paroxysmal atrial fibrillation, hyperlipidemia, coronary artery disease, hyperlipidemia, peripheral vascular disease, cerebrovascular accident, cholecystectomy, colon resection, left knee replacement, chronic lymphocytic leukemia, and hypertension. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. The patients extensive medical history may be a factor along with the patients small vessel disease and the discontinuation of plavix. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.